Event description:
Emergency dept purchased the "uniheart nebulizer" to be able to give multiple, back to back nebulized medication treatments to pediatric pts. It was noted that a young pt removed a tiny plastic piece that is detachable from the unit. Hosp's concern is that a pediatric pt may choke on this little piece of plastic. All devices were removed from svc and sent back to MFR. Hosp notified the distributor of the problem. No one was hurt.